Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became scratched. Reportedly, the pump is still functional. Customer's blood glucose levels was 155 mg/dl.